Event description:
It was reported that during implant, the lead was screwed into the septum and the impedance was too high. The lead was tried in several locations with a similar result. The lead was removed and it was seen the pin was bending. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal connector of the lead was extrinsically bent. It was noted that the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.